Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage events associated with reduced voltage values can be confirmed via the review of the log file provided for analysis. The log file contained multiple low voltage events when the system controller was operated on battery power and when a power module via the 14-volt patient cable supported the system. Based on the log file analysis, the reduced voltage values appeared to be related to compromised conductor issues within the system controller and/or patient cable¿s power leads while operated on the power module. While operated on battery power, the reduced voltage values could also be a result of an inadequate connection between the battery clips and the batteries (the connectivity issue within the terminal contact group) and/or an electrical fault within the batteries that were connected to the power leads. However, a direct relationship could not be determined without an evaluation of the suspected components. An email with request for missing meaningful data and/or event details was sent to mcs clinical consultant and vad coordinator. In response to the request, the low voltage events were resolved once the system controller (B)(4) was exchanged for a new one; however, no equipment will be sent back for evaluation. Due to the system controller was not returned for analysis and no testing was able to be performed, the exact cause of the events could not be conclusively determined. As the system controller serial number (B)(4) associated with this complaint will not be returned for further analysis, this complaint file will be closed with no further actions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low voltage advisories and hazards. The patient had all 14 volt batteries inspected and checked if they were in need of recalibration. The patient did the same with the universal battery charger (ubc). No signs of damage were found on the batteries as well as the ubc's contacts. None of the batteries were in need of recalibration. Both sets of clips were inspected with no findings and all contacts were cleaned with alcohol. In spite of all the measures, the issue persisted. No matter which 100% charged batteries were tested, the primary controller battery charge light did not display the same amount of charge as the batteries, showing always to be lower by 2 bars or more and toggling and blinking back and forth. This may have falsely initiated a low voltage advisory when the batteries were still charged at least 40-60%. The controller was exchanged. The controller exchange resolved the low voltage alarms and the new controller was displaying the correct battery charge. No additional information was provided.